Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead is suspect of having lead damage. During a recent episode, the implantable cardioverter defibrillator (ICD) device recorded a code 1005, indicative of an open circuit condition due to high out of range shock impedance (great than 145 ohms). A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data, advising additional lead integrity testing and x-ray imaging to review for suspect lead damage. Additional review of device data, from 02/20/2025, indicates a signal artifact monitor (sam) episode with mv sensor disabled, at which time was during a tv ablation procedure, which is believed to result in the right ventricular (rv) lead damage. The rv lead remains implanted. No adverve patient effects were reported.